Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was returned for evaluation. The pouch was returned, the halo device was within. The pouch was open at one end (opposite to the chevron sealed end). There was no evidence of sealing impressions at the open end. The result of the investigation is confirmed for the reported unsealed pouch packaging issue. The root cause for the reported unsealed device packaging issue was likely manufacturing related. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings 1. Contents supplied sterile using ethylene oxide (eto). Non-pyrogenic. Do not re-use, reprocess or re-sterilize. This device is intended for single use only. 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The storage store in a cool, dry, dark place. Rotate inventory so that the catheter and other dated products are used prior to the ¿use by¿ date. Do not use if packaging is damaged or opened. Directions for use halo one¿ thin-walled guiding sheath preparation 2. Prior to use, the air in the sheath and dilator should be removed. To facilitate purging, the device is packaged with the dilator inside the sheath in a reverse direction allowing both to be flushed simultaneously h10: d4 (expiration date: 07/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation for an angioplasty procedure, the pack was allegedly split open in the box upon arrival. There was no patient contact.

Event description:
It was reported that during preparation for an angioplasty procedure, the pack was allegedly split open in the box upon arrival. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 07/2024. Device pending return.